Event description:
The end user alleges she was unable to control the unit when it jerked and veered off to the right running into a dresser drawer. The end user sustained a cut which required stitches to her leg.

Manufacturer narrative:
Pride sent a filed service technician to the customers home on 11/07/2008 to evaluate the device. Results - a full electrical eval was performed. No failure detected, and device operated according to specs. The technician indicated the home is very small, and she may be running into furniture, because of the lack of space. User error.